Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was external. The reported issue was discovered by the nurse during a visual inspection approximately 30 minutes after treatment initiation. The blood leak was observed at the dialyzer cap. Blood was coming from the arterial dialysate connector. Blood was present on the filter. The connections were intact. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: b5 (event description), h6 (device component code) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue was discovered by the nurse during a visual inspection approximately 30 minutes after treatment initiation. The blood leak was observed at the dialyzer cap. Blood was coming from the arterial dialysate connector. Blood was present on the filter. Blood leak test strips were also used to test for the presence of blood. It was reported that two strips were negative and one negative result came out positive. The connections were intact. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue was discovered by the nurse during a visual inspection approximately 30 minutes after treatment initiation. The blood leak was observed at the dialyzer cap. Blood was coming from the arterial dialysate connector. Blood was present on the filter. Blood leak test strips were also used to test for the presence of blood. It was reported that two strips were negative and one negative result came out positive. The connections were intact. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample was not provided to the manufacturer for physical evaluation. However, three photographs were provided for review. The first photograph shows blood on the outside of the red hanson connector. The second photograph shows blood outside of the hanson connector where it meets the tubing. The third photographs shows a close-up of the header cap on the dialyzer where blood is visible in the threads (which is indicative of an external blood leak); however, there is no visible damage. The reported issue is confirmed. The cause cannot be determined in the absence of a product sample evaluation. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: a2 (date of birth), a3 (gender), a4 (weight), b5 (event description) d10 (concomitant products) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was external. The reported issue was discovered by the nurse during a visual inspection approximately 30 minutes after treatment initiation. The blood leak was observed at the dialyzer cap. Blood was coming from the arterial dialysate connector. Blood was present on the filter. The connections were intact. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.